Event description:
During a bipolar turp procedure a piece of the cutting wire broke off in the patient. The physician was able to retrieve the wire. A second wire was used in the procedure with identical lot numbers. The second wire had no issues. Investigated and determined the instrumentation was not serviced by a 3rd party company. FDA safety report ID# (B)(4).